Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 191, 188, 245 and 187 mg/dl. The customer¿s expected morning fasting blood glucose test result range is 110-135 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 189 mg/dl using truemetrix air meter. The product is stored according to specification in the family room. The test strip lot manufacturer¿s expiration date is 08/31/2021 and open vial date is (B)(6) 2020. The meter memory was reviewed for previous test result history (time not set, customer stated all were morning fasting results): (B)(6).

Manufacturer narrative:
Sections with additional information as of 26-jun-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.